Event description:
During preparation of the device for a cardiopulmonary bypass procedure, the user reported that the unit would not turn on, and smelled like something was burning inside. As a result, an alternate device was employed. No other details regarding the nature of this event were provided.

Manufacturer narrative:
Eval in progress, but not yet concluded.